Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room for an episode of atrial fibrillation (af). Upon evaluation, the single chamber implantable cardioverter defibrillator (ICD) was interrogated and found the right ventricular (rv) shock lead impedance to be low out of range, measuring less than 20 ohms. Additionally, the device provided an inappropriate shock for an atrial arrhythmia. The single chamber implantable cardioverter defibrillator (ICD) was successfully upgraded to a dual chamber implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated and found to be in safety mode. Review of device's memory found it had recorded three power on resets. A visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed a shorted lead indicator recorded by the device on march 13, 2020. Review of electrograms (egms) associated with the shorted lead event noted high sustained ventricular rate and noise on the shock channel. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Code 3191 was used to capture the additional intervention taken.

Event description:
This report is being filed to submit the analysis results.